Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, this device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the field representative to notify them of this finding and recommend device replacement. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. Further information was received that this patient was admitted for a syncopal episode. There were no events or shocks recorded within the device. The interrogation did show, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Replacement recommendations were discussed with the patient's physicians. The field representative was then notified that the patient died a short time later. According to the field representative there were no allegations from the physician that the device caused or contributed to the syncope or patient's death. The device was not interrogated post-mortem. The field representative was unaware is the device was explanted, and at this time it has not been returned.